Event description:
The customer from united kingdom reported that he bought the contour® next one meter online and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer refused to return the device for evaluation. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a1, a2 and a4 as the customer's initials, age and weight were not provided. Gudid information does not exists, as the customer did not provide the product information.